Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the device revealed no physical damage. An irrigation test was done. After priming the tube by tapping and flushing the tubing, lab confirmed there were zero bubbles in the tubing. Smartablate pump was irrigated 2ml per minute. No bubbles were observed in the tubing. Irrigation test was performed, and the tubing passed specification. No microbubbles were found in the tubing after flushing. Complaint was not able to be confirmed. A manufacturing record evaluation was performed for the finished device with lot# ac4609064 number, and no internal action was found during the review. Please note: an internal corrective action has been opened for the issue of miscoding of events. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was encountered inside the tubing. It was reported that a whitish powder (looks like talcum powder) looks to be inside of the tubing set. The tubing was changed to a new one. The tubing was never used on the patient. No adverse patient consequence was reported.

Manufacturer narrative:
Additional investigation was conducted on 31-mar-2022. Cloudiness on the smartablate tubing has been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may have contributes to a change in tubing appearance including opacity, increase in lumen roughness, as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). Complaint was not confirmed. Cloudiness reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).